Event description:
A patient was prepped for a biopsy procedure using the trek power driver. Prior to this procedure, the lot number and manufacture date did not match between the driver and the packaging. There was no contact with the patient.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photos were submitted and reviewed. The first photo shows the product label on the bottom of the trek power driver, displaying lot# baw1522300. The second photo shows the trek driver case with an attached product label indicating lot # 0001617047. The third photo shows a cardboard package with the trek driver product label, also indicating lot # 0001617047. Received one trek power driver inside of trek power driver case. Upon visual evaluation, the trek power driver appeared to be clean. Original product packaging and label were returned referencing lot#0001617047. The adhesive label on the bottom of the driver referenced lot#baw1522300. Based on the results of the photo review and evaluation, the investigation is confirmed for the reported labeling problem as as the lot number on the trek driver case and package does not match with the lot number on the label affixed to the bottom of the trek power driver. The root cause of the labeling problem was determined to be manufacturing related. Labeling review: three electronic product label photos were provided and reviewed. The first photo shows the product label on the bottom of the trek power driver, displaying lot# baw1522300. The second photo shows the trek driver case with an attached product label indicating lot # 0001617047. The third photo shows a cardboard package with the trek driver product label, also indicating lot # 0001617047. Based on this photo review, the reported labeling discrepancy is confirmed, as the lot number on the trek driver case and package does not match with the lot number on the label affixed to the bottom of the trek power driver. B5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It has been reported that a patient underwent a biopsy procedure. Prior to this procedure, the lot number and manufacture date did not match between the driver and the packaging. There was no contact with the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.